Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, so customer was unable to interact with pump screen. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset, and was then able to interact with pump screen, with issue resolved and no additional actions reported.